Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Myopotential inhibition was noted on the implantable cardioverter defibrillator (ICD). Upon review, low level, high frequency noise that was inhibiting pacing was noted. Programming changes were made and the issue was resolved. The patient was stable.